Event description:
It was reported that the patient experienced sustained hyperglycemia, with blood glucose levels rising above 300 mg/dl overnight after more than 48 hours of pod wear on the hip/buttocks. A correction bolus was administered in the morning; however, blood glucose levels did not decrease. Upon removing the pod, the cannula was observed to be bent. It was suspected that the cannula became bent while the patient was sleeping. The patient further stated that the infusion site did not appear normal, although no bruising or bleeding was noted. No additional details regarding the infusion site were provided. No medical intervention was reported in relation to this event.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: tq3a.230901.001.c1 hardware: pixel 6 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No bends or kinks to the soft cannula were observed. The pod data showed one timeout near the end of the pod run, but the pod corrected itself. No damages or defects to the drive mechanism were observed. No problem was found. No damages or deficiencies to the fluid path that would have contributed to the reported irritation at the infusion site were observed. The formed needle was inspected under magnification and no damages or defects were observed. The cause of the reported irritation at the infusion site could not be determined.